Event description:
The customer returned the Gastrointestinal videoscope, which is an Olympus asset with no reported complaint. During the evaluation of the device, incompatible scope (E315) was displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.